Manufacturer narrative:
Please note the catalog number is unknown. Concomitant medical products: fosamax 70mg (start date: 2003), lipitor 40mg (start date: 2006), lotensin 20/25mg (start date: 2005), lopressor 50mg (start date: 2005), synthroid 88 mcg (start date: 2000) and nitroglycerine 0.4mg (start date: (B)(6) 2010). Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
Additional information was received that indicated the guide catheter that caused the dissection was a st jude 6 french 12mm (reference # (B)(4)). Based on this information, this event is no longer MDR reportable for the cordis 6f guide catheter.

Event description:
The information received from the (B)(4) study indicated that the patient was admitted to the index procedure with unstable angina class I. Per the medical records, during the index procedure access was made through the left groin. After placement of a pacemaker, a 7fr ar1 cordis guide catheter was inserted. Artherectomy was performed and the mid and distal right coronary artery lesions were pre-dilated with a 3mm high pressure balloon. A 3.0 x 28mm cypher stent was advanced to the target lesion, but failed to cross the lesion and was therefore not implanted. A 3.5 x 18mm endeavor stent was deployed at 16 atm and post dilated with a 3.5 x 18mm balloon at 16atm. A second endeavor (3.5 x 18mm) stent was placed overlapping the first to cover the mid vessel stenosis. Following deployment of this second stent, a proximal edge dissection was noted and a 3.5 x 18mm cypher stent was then deployed proximal and overlapping the previous stent to control the dissection. Following this, a dissection was noted at the guide tip and although it did not appear to be extensive with no flow compromise, it was treated with a 3.5 x 13mm cypher stent. The cypher stents were post-dilated with a 4.0 x 20mm balloon at 15atm.